Event description:
It was reported that the pulse oximeter probe failed to display the patient's heart rate and oxygen saturation values. The issue was observed during continuous monitoring of a child who required level 1 nursing care, including 24-hour cardiac monitoring and close observation. There was an inability to detect the vital signs. The pulse oximeter was immediately replaced as a preliminary action.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.